Event description:
Information was received from an attorney alleging wrongful death, as a result of the patient's

Manufacturer narrative:
Other: information was received from an attorney alleging wrongful death, as a result of the patient's. Actual device involved in incident was evaluated; electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications; device operated according to specifications, performance.